Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap portion of the spacer implant broke. The broken implant was replaced with a new one and the procedure was completed successfully. The patient was doing well post-operatively. The broken implant was disposed at the facility and was not returned to bsc.